Manufacturer narrative:
Date sent: 05/05/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, malformed staples were produced. Another device was used to complete the procedure. There was no adverse consequence to the pt.